Event description:
It was reported that the customer's pump screen was unresponsive and would not turn on. There was no adverse impact to the customer's blood glucose level. During troubleshooting, customer stated they stopped using the pump prior to this occurring and have been using an alternate method of insulin therapy.